Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar complaints for this lot number. This report was mailed to the FDA on: 05/04/2007. Additional info was requested 04/09/2007 and 04/18/2007 by phone, mail and fax. Additional info was received 04/24/2007. A completed questionnaire will not be returned.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient could not adapt to the lens. The lens was exchanged.